Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
It was reported that the patient had pain at the battery pocket site. There was no device deficiency. Diagnostic testing included a physical/neurological exam and it was determined that the battery was tilted on (B)(6) 2014. The device was surgically repositioned on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014. It was determined that this was device or therapy related and unlikely related to the procedure.

Event description:
Additional information reported the battery tilt in the pocket was due to a large abdomen. It was also noted the tilting battery had no specific cause but they wanted it repositioned because it was too uncomfortable. It was unclear what the cause of the tilt was. Event relatedness was updated to possibly related to the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).